Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The physician attempted to retrieve the optease filter using an arrow 8fr sheath. The physician hooked the filter with a gooseneck snare and then proceeded to drag the filter down the cava and into the sheath, but the filter got stuck halfway through the sheath, kinking the sheath. The sheath was being withdrawn with the filter halfway out and then the filter was redeployed in the femoral vein close to the access site, so that it could no longer be recaptured. The barbs of the filter did not perforate the wall of the sheath. There were no acute bends or tortuosity. The filter had been placed for prophylactic use in the trauma patient. Neither the sheath nor the filter were kept for inspection. It was reported that an 8fr sheath was used for retrieving the optease filter. The instructions for use outlines the use of a 10fr catheter for retrieval. Usage other than the approved labeling may involve risks not described in the labeling. It also outlines that during retrieval, ensure that the loop of the snare has properly engaged the retrieval hook. A clear distance between the marker tip of the snare catheter and the filter apex must be maintained. The IFU precautions that too close contact between the snare catheter and filter retrieval hook can cause friction of the filter tip in the retrieval catheter. Alignment of the retrieval catheter and snare catheter must be maintained with continual tension maintained on the snare to prevent disengagement of the snare loop from the filter retrieval hook. Based on the available information, the use of a 8fr sheath instead of a 10fr sheath as outlined in the IFU and kinking of the sheath preventing full withdrawal of the filter into the sheath prior to removal as outlined in the IFU appear to have contributed to the inability to fully retrieve the optease filter. The lot number of the filter is not known and the device is not available; therefore no further analysis or device history review can be completed. It appears that procedural factors contributed to the event; therefore no corrective actions will be taken.

Event description:
The physician attempted to retrieve the optease filter using an arrow 8fr sheath. The physician hooked the filter with a gooseneck snare and then proceeded to drag the filter down the cava and into the sheath, but the filter got stuck halfway through the sheath, kinking the sheath. The sheath was being withdrawn with the filter halfway out and then the filter was redeployed in the femoral vein close to the access site, so that it could no longer be recaptured. The barbs of the filter did not perforate the wall of the sheath. The patient was a trauma patient, the filter was placed for prophylactic use. There were no acute bends or tortuosity. Neither the sheath nor the filter were kept for inspection.